Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in pacing lead impedance, r-wave amplitude variation, oversensing due to noise, and an increase in capture threshold was noted on the right ventricular lead. The patient was stable with no consequences.

Event description:
The lead was deactivated to resolve the event.